Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. (B)(4)

Event description:
"During a robotic-assisted laparoscopic supracervical hysterectomy procedure, the valve in the camera port malfunctioned (applied medical kii balloon blunt tip system, ref# c0r50, 12x130mm, blunt obturator with balloon sleeve). The valve would not allow the robotic camera to pass through. This necessitated changing out the trocar sleeve in order to continue the procedure. No harm to patient."

Manufacturer narrative:
Multiple attempts to contact the customer for additional information were made and no response was received. Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause of the experience could not be determined, applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is to follow up to medwatch report no. (B)(4). In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.